Manufacturer narrative:
Concomitant product(s): a 452353 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to be failing and noise was observed. The patient is being seen in clinic and the physician wants to program the lead off. No patient complications have been reported as a result of this event.